Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 mg/dl. The customer consumed juice to treat bg level. Reportedly, the suspected cause of the low bg level was due to the customer performing physical activity and not consuming a snack. The customer declined further troubleshooting from tandem's customer technical support (cts) and confirmed the low bg level had been treated prior to calling cts.